Manufacturer narrative:
A (B)(6) week pregnant patient presented to the ob unit for observation with complaints of vaginal discharge and discomfort. A pelvic exam was started using a wa kleenspec vaginal speculum with a sheath. A wet and std swab were obtained., both were negative. At 22:05 the patient presented with swelling of the throat, increased heart rate and elevated bp, the baby's tracing was unremarkable throughout the episode. A rapid response was called. Epinephrine and steroids were administered IV and the patient transferred to the ER for observation. The patient did maintain her airway. She was discharged from the ER after several hours and is doing well with no further issues. The patient has a known allergy to latex, iodine and plastic tape. The observation unit uses wa kleenspec vaginal speculums, the ob clinic where the patient receives routine ob care does not use disposable speculums. It is unclear if the patient has ever been exposed to the wa speculum in any previous exams. A review of all product components and packaging determined that the vag spec product and packaging does not contain latex. This MDR is filed due to serious injury. There was no malfunction of the device.

Event description:
Welch allyn received a report from a welch allyn customer stating that they used a welch allyn vaginal speculum on a patient with a known latex allergy and she experienced an anaphylaxis reaction. This report was filed in our complaint handling system as complaint (B)(4).